Event description:
Patient underwent endoscopic retrograde cholangiopancreatography, sphincter of oddi manometry, biliary sphincterotomy. While in the common bile duct, the 0.018 pathfinder broke off approximately one inch from the distal tip. Wire was entrapped in the basket and removed from the duodenum without injury.